Event description:
Information was received that the cadd prizm pump failed due to cassette alarm. No reported adverse effects.

Manufacturer narrative:
One pump was returned for analysis in used condition. The pump was repaired prior to the investigator being aware that there was a complaint against the pump. The repair notes indicate the pump's bezel was worn and the downstream occlusion sensor had fluid ingression. The bezel and downstream occlusion sensor were replaced. The pump's software was booted and the pump's sensors were calibrated. The pump then passed functional and delivery tests. The evidence indicates the cassette alarm may have been a result of the fluid ingression on the downstream occlusion sensor.